Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported that the patient's unit had not worked in over a year and they could not sync to recharge it for at least a year. It was known that the only way to resolve this was to bring the patient in for surgery, and since the patient was (B)(6) old, they knew that they were unable to do that. The patient's death was also reported; however it was unrelated to the device. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.